Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that there was a debris in cassette. There was no patient involvement.

Manufacturer narrative:
D9: 5/19/2025. Forty-one new device was received for evaluation. As received 5 of the cassettes were observed. A testing inspection was done, and the reported issue was confirmed. 1 hair/fiber inside the cassette but outside of the internal bag, outside the fluid path. Hair/fiber was found to be 5.0mm. The complaint of debris in cassette can be confirmed due to the loose particulates found in three of the samples. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.